Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the remote transmission showed there was an alert for high right ventricular (rv) lead impedance. It was noted, the lead had increased. The threshold is slightly elevated but this is not new. It has been higher than normal since implant. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.